Manufacturer narrative:
Concomitant medical products: product ID a820 serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reported the patient was getting a bolus when they hadn't requested on/not used the ptm as the patient could feel medication. It was also noted that when the ptm indicated a bolus was delivered, they would sometimes no feel relief. The issue was discussed with the hcp and they believed it was an issue with the ptm. It was noted that after refills, for several days up to a week, the pump seemed to be doing what it should. It was also mentioned that the patient had difficulty establishing telemetry with the pump. Through troubleshooting, it was confirmed the patient had been holding communicator to the side of incision, and trying to match bluetooth light up to edge of pump thinking light was telemetry spot. The patient was redirected to their hcp to further address issue. The patient's relevant medical history included patient mentioning they had had pain for 30 years "so I know when there is medication in my system. There are times for no reason I will feel medication go into my system out of nowhere. Other times where I'm asking for a bolus, it doesn't feel like it's giving it". Patient stated the date of implant, they went outside and fed/watered their catsand was concerned they may have done something to implant. Patient stated they are not impressed with the pump stating "at least when I take a pill I know when I'm going to get relief". Pt also mentioned ptm is complicated.

Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of bupivacaine at 0.9012mg/day and an unknown con centration of morphine at 3.065mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pain relief swings back and forth. The patient stated that they feel like one day they will have almost no pain relief, is bedridden, and then 2 days later for no rhyme or reason she will have a lot more pain relief. The patient reported that they shift in level of relief constantly. The patient's healthcare professional (hcp) told them that it can take a while to adjust medication. It was reported that there was a volume discrepancy. It was reported that the hcp told the patient at their refill that there was still 1/3 to 1/2 of the medicine in the pump. The patient confirmed they use most of their boluses. The patient also reported that they don't like the communicator and "phone thing," the patient reported they often have to keep holding it for it to connect. The patient reported it was able to eventually connect. No further complications were anticipated/reported.